Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed a bent mixer blade. The fsr resolved the issue by replacing the mixer. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(4). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c16000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the mixer did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c16000 processing module for serial (B)(4) or the mixer was identified.

Event description:
The customer observed a falsely elevated magnesium result generated on an architect c16000 processing module for one sample. Results provided: (customer range 1.5-2.5 mg/dl). Sid: (B)(6). Initial result: 6.7mg/dl, repeat results on other analyzer: 2.2mg/dl no impact to patient management was reported.